Event description:
It was reported that a patient had spinal meningitis resulting in a catheter explantation on (B)(6) 2011, on an emergency basis. The patient indicated that she was in the hospital and "the infection disease doctor gave her a 5% chance of survival." The pump was filled with saline and remained in her body. The patient was on antibiotics and planned to be discharged on 10/21/2011. An explant date for the pump had not been determined. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model # 8709, serial # (B)(6), implanted (B)(6) 2007, explanted (B)(6) 2011.